Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain after essure placement") in a 40 year-old female patient who had essure inserted (lot no. D40621). Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("complication of device insertion" in (B)(6) 2016). The patient had a medical history of menarche (at 12 years old) in 1993 and anxiety, gravida ii (vaginal delivery 2), multi gravida and caesarean section (casesarian delivery 1). Medical history denies colics, breast pain and pms. Previously administered products included: medroxiprogesterona [medroxyprogesterone]. Concurrent conditions were listed as smoker (1 cigarette), heavy menstrual bleeding and hypertension (during anxiety). Concomitant products included fentanila (fentanyl citrate) on (B)(6) 2021, dipirona [metamizole sodium] on (B)(6) 2021, cetoprofeno [ketoprofen] on (B)(6) 2021, bromoprida (bromopride) since (B)(6) 2021, ibuprofeno for preoperative care since (B)(6) 2016, diazepan (diazepam) for preoperative care since (B)(6) 2016, midazolam, losartana potassica (losartan potassium) for hypertension, hidroclorotiazida (hydrochlorothiazide) for hypertension and clonazepam. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required), headache ("headache after essure placement"), back pain ("back pain after essure placement"), heavy menstrual bleeding ("heavy menstrual bleeding with clots after essure placement"), abdominal pain lower ("intense colic after essure placement"), pain in extremity ("pain in lower limbs after essure placement"), dyspareunia ("dyspareunia after essure placement"), alopecia ("hair loss after essure placement"), fatigue ("tiredness after essure placement") and hypersomnia ("sleep escessive after essure placement"). On (B)(6) 2021 she experienced procedural pain ("abdominal pain after salpingectomy on (B)(6) 2021"). An unknown time later she experienced breast pain ("mastalgia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal on (B)(6) 2021 via bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, headache, back pain, heavy menstrual bleeding, abdominal pain lower, pain in extremity, dyspareunia, alopecia, fatigue, hypersomnia, breast pain, dysmenorrhoea and procedural pain were unknown. The reporter considered abdominal pain lower, alopecia, back pain, breast pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypersomnia, pain in extremity, pelvic pain and procedural pain to be related to essure administration. The reporter commented: essure placement was performed easily in both fallopian tubes, 5 coils into the right fallopian tube and 4 coils into the left falopian tube. Prescripition at discharge after essure removal procedure, discharge on (B)(6) 2021 was prescribed diclofenaco de potassium 50 mg, 1 tablet every 8 hours during 4 days; dipirona 500 mg,1 tablet every 6 hours ID pain or fever; dimeticona 40 mg, 1 tablet every 8 hours during 3 days; hioscina 10 mg, 1 tablet every 6 hours during 4 days. Even after removing the essurethe plaintiff had been suffering, anguish, pain, due to the consequences of the essure procedure. The plaintiff alleges that she continues tso experience the same symptoms. For this reason, he still has medical consultations and has not been discharged from the follow-up consultation. Diagnostic results (normal ranges are provided in parenthesis if available): [aspartate aminotransferase (< 35 u/l)] on (B)(6) 2021: 21 u/l. [Basophil count] on (B)(6) 2021: 0. [Basophil percentage ( 0- 2 %)] on (B)(6) 2021: 0 %. [Blood cholesterol] on (B)(6) 2021: 208 mg/dl. [Blood creatinine] on (B)(6) 2021: 8.85 mg/dl. [Blood glucose ( 70- 99 mg/dl)] on (B)(6) 2021: 105 mg/dl. [Blood potassium ( 3.5- 5.1 meq/l)] on (B)(6) 2021: 4.1 meq/l. [Blood pressure measurement] on (B)(6) 2016: 110x80 mmhg and 110x80 mmhg; on (B)(6) 2021: 130x60 mmhg (7:00), 120x60 mmhg (15:40), 130x70 mmhg (18:00) and 100x60 mmhg (5:15); on (B)(6) 2021: 110x70 mmhg (22:20) [blood sodium ( 136- 145 meq/l)] on (B)(6) 2021: 138 meq/l [blood thromboplastin] on (B)(6) 2021: 1.0 [blood triglycerides] on (B)(6) 2021: 75 mg/dl [blood urea ( 13- 43 mg/dl)] on (B)(6) 2021: 23 mg/dl [blood uric acid ( 2.3- 6.6 mg/dl)] on (B)(6) 2021: 3.1 mg/dl [body temperature ( 25- 37.2 degrees celsius)] on (B)(6) 2016: 35.8 degrees celsius and 36.2 degrees celsius; on (B)(6) 2021: 36.4 degrees celsius, 36.2 degrees celsius, 36.2 degrees celsius and 36.10 degrees celsius; on (B)(6) 2021: 36.2 degrees celsius. [C-reactive protein (< 5 mg/dl)] on (B)(6) 2021: 1.07 mg/dl. [Chest x-ray] on (B)(6) 2021: expanded and transparent lungs. Pervious costophrenic seals. Cardiac silhouette within normal limits. [Electrocardiogram] on (B)(6) 2021: normal. [Eosinophil count] on (B)(6) 2021: 74. [Eosinophil percentage ( 1- 5 %)] on (B)(6) 2021: 1 %. [Gamma-glutamyltransferase (< 55 u/l)] on 08-oct-2021: 25 u/l. [Haematocrit ( 34.5- 45 %)] on (B)(6) 2021: 35.4 %. [Haemoglobin ( 12.2- 14.8 g/dl)] on (B)(6) 2021: 11.8 g/dl. [Heart rate ( 60- 100 beats/min)] on (B)(6) 2016: 80 beats/min and 80 beats/min; on (B)(6) 2021: 91 beats/min, 82 beats/min, 89 beats/min and 83 beats/min; on (B)(6) 2021: 87 beats/min [hepatitis b e antibody] on (B)(6) 2021: not reactive. [Hepatitis c antibody] on (B)(6) 2021: not reactive. [High density lipoprotein] on (B)(6) 2021: 84 mg/dl. [Hiv antibody] on (B)(6) 2021: not reactive. [Human chorionic gonadotropin] on (B)(6) 2016: negative; on (B)(6) 2021: negative; on (B)(6) 2021: negative. [International normalised ratio] on (B)(6) 2021: 0.92. [Low density lipoprotein] on (B)(6) 2021: 165 mg/dl. [Lymphocyte count] on (B)(6) 2021: 2146. [Lymphocyte percentage ( 20- 45 %)] on (B)(6) 2021: 28 %. [Mean cell haemoglobin ( 23.8- 33.4 pg)] on (B)(6) 2021: 23.8 pg. [Mean cell haemoglobin concentration ( 31.9- 36 g/dl)] on (B)(6) 2021: 28.2 g/dl. [Mean cell volume ( 80- 99.9 fl)] on (B)(6) 2021: 85 fl. [Metamyelocyte percentage ( 0- 0 %)] on (B)(6) 2021: 0 %. [Monocyte count] on (B)(6) 2021: 518. [Myelocyte percentage ( 0- 0 %)] on (B)(6) 2021: 0 %. [Neutrophil count] on (B)(6) 2021: 4366. [Neutrophil percentage ( 40- 75 %)] on (B)(6) 2021: 59 %. [Oxygen saturation] on (B)(6) 2016: 99 %. [Pathology test] on (B)(6) 2021: material: a) right horn. B) left tube. Macroscopy: a) right tube: right uterine tube measuring 2.5 x 0.7 cm with smooth and shiny serosa. When cut, it displays virtual light. B) left fallopian tube: left fallopian tube measuring 2.3 x 0.8 cm with smooth and shiny serosa. When cut, it exhibits virtual light. Conclusion: a and b - right and left tubes without histological particularities. [Platelet count ( 150000- 450000 mm3)] on (B)(6) 2021: 277000 mm3. [Prothrombin time] on (B)(6) 2021: 94.4. [Red blood cell count ( 3.6- 5.0 10 thousand per microlitre)] on (B)(6) 2021: 4.96 10 thousand per microlitre. [Red cell distribution width] on (B)(6) 2021: 13.4 %. [Respiratory rate ( 12- 22 breaths per minute)] on (B)(6) 2016: 18 breaths per minute and 20 breaths per minute; on (B)(6) 2021: 17 breaths per minute, 17 breaths per minute, 17 breaths per minute and 17 breaths per minute; on (B)(6) 2021: 18 breaths per minute [smear test] on (B)(6) 2021: material suitability: satisfactory epithelium represented in the sample: squamous. Microbiology: bacilli. Conclusion: benign reactive or reparative cell changes associated with inflammation [ultrasound abdomen] on (B)(6) 2021: liver with normal dimensions, regular contour and homogeneous texture, with no evidence of focal lesions. There is no dilatation of the intra or extrahepatic bile ducts. The bile duct has normal caliber. The gallbladder is normal distended, with thin walls, without calculi. Homogeneous spleen with normal volume, pancreas with anatomical appearance. Kidneys with normal topography and dimensions, with preserved parenchymal-sinus dissociation, without signs of pyelocalyceal dilation and/or calculi with ultrasound expression. Abdominal aorta, vena cava and other elements of the retroperitoneum without ultrasound changes. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes inside. Note: intense intestinal meteorism [ultrasound scan vagina] on (B)(6) 2021: uterus in mid-verse flexion, with a regular outline and heterogeneous texture, with a decrease in myometrial diffuse echogenicity uterus measurements: 76 x 52 x 38 mm, vol: 81 cm3. Endometrium measuring 7.0 mm thick. Ovaries of normal shape, volume and texture. Right ovary measuring 29 x 19 mm. Left ovary measuring 29 x 18 mm. There is no evidence of free fluid in the posterior cul-de-sac. Note: presence of bilaterally implanted essure device [urine analysis] on (B)(6) 2021: slightly cloudy appearance (reference clear). Color light yellow (reference yellow). Density 1005 (reference 1.01 ¿ 1.030). Volume 30 ph 6.4 (reference 5 - 6.5) absent protein (absent reference). Absent ketones (absent reference). Absent glucose (negative reference). Absent hemoglobin (negative reference). Cel. Some epitheliums (reference 0 ¿ 3 per field). Pyocytes 1-3 ((reference 0 ¿ 3 per field). Red blood cells 0-2 (reference 0 ¿ 3 per field). Cylinders absent ( absent reference). Absent crystals (absent reference). Rare mucus filaments (absent reference). Discrete bacterial flora (absent reference). Negative nitrite (absent reference). [Very low density lipoprotein] on (B)(6) 2021: 15 mg/dl. [White blood cell count ( 3500- 12000 mm3)] on (B)(6) 2021: 7400 mm3. Concerning the injuries reported in this case, the following ones were described in patient medical records heavy menstrual bleeding, lower abdominal pain, breast pain, pelvic pain, back pain, pain in lower extremities, dysmenorrhea, hair loss. Lot number: d40621. Manufacture date: 2014-12. Expiration date: 2017-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain after essure placement") in a 40 year-old female patient who had essure inserted (lot no. D40621). Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("complication of device insertion" in october 2016). The patient had a medical history of menarche (at 12 years old) in 1993 and anxiety, gravida ii (vaginal delivery 2), multi gravida and caesarean section (casesarian delivery 1). Medical history denies colics, breast pain and pms. Denies other diseases and allergies. Previously administered products included: medroxiprogesterona [medroxyprogesterone] and metildopa. Concurrent conditions were listed as hypertension (during anxiety) since 2011 as well as smoker (1 cigarette) and heavy menstrual bleeding. Concomitant products included fentanila (fentanyl citrate) on (B)(6) 2021, dipirona [metamizole sodium] on (B)(6) 2021, cetoprofeno [ketoprofen] on (B)(6) 2021, bromoprida (bromopride) since (B)(6) 2021, ibuprofeno for preoperative care since (B)(6) 2016, diazepan (diazepam) for preoperative care since (B)(6) 2016, midazolam, losartana potassica (losartan potassium) for hypertension, hidroclorotiazida (hydrochlorothiazide) for hypertension and clonazepam. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required), headache ("headache after essure placement"), back pain ("back pain after essure placement"), heavy menstrual bleeding ("heavy menstrual bleeding with clots after essure placement"), abdominal pain lower ("intense colic after essure placement"), pain in extremity ("pain in lower limbs after essure placement"), dyspareunia ("dyspareunia after essure placement"), alopecia ("hair loss after essure placement"), fatigue ("tiredness after essure placement") and hypersomnia ("sleep escessive after essure placement"). On (B)(6) 2021 she experienced procedural pain ("abdominal pain after salpingectomy on (B)(6) 2021"). An unknown time later she experienced breast pain ("mastalgia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal on (B)(6) 2021 via bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, headache, back pain, heavy menstrual bleeding, abdominal pain lower, pain in extremity, dyspareunia, alopecia, fatigue, hypersomnia, breast pain, dysmenorrhoea and procedural pain were unknown. The reporter considered abdominal pain lower, alopecia, back pain, breast pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypersomnia, pain in extremity, pelvic pain and procedural pain to be related to essure administration. The reporter commented: date of last menstruation before essure insertion: (B)(6) 2016, period used to last 5 days. During insertion, hypotrophic endometrium and tubal ostia visualized bilaterally. Essure placement was performed easily in both fallopian tubes, 5 coils into the right fallopian tube and 4 coils into the left fallopian tube. Patient denied to take medroxyprogesterone 150 mg as a contraception method until essure position was confirmed. Essure removal had no issues. Prescription at discharge after essure removal procedure, discharge on (B)(6) 2021 was prescribed diclofenac de potassium 50 mg, 1 tablet every 8 hours during 4 days; dipyrone 500 mg,1 tablet every 6 hours ID pain or fever; dimethicone 40 mg, 1 tablet every 8 hours during 3 days; hyoscine 10 mg, 1 tablet every 6 hours during 4 days. Even after removing the essure the plaintiff had been suffering, anguish, pain, due to the consequences of the essure procedure. The plaintiff alleges that she continues to experience the same symptoms. For this reason, he still has medical consultations and has not been discharged from the follow-up consultation. Diagnostic results (normal ranges are provided in parenthesis if available): [aspartate aminotransferase (< 35 u/l)] on (B)(6) 2021: 21 u/l. [Basophil count] on (B)(6) 2021: 0. [Basophil percentage ( 0- 2 %)] on (B)(6) 2021: 0 %. [Blood cholesterol] on (B)(6) 2021: 208 mg/dl. [Blood creatinine] on (B)(6) 2021: 8.85 mg/dl. [Blood glucose ( 70- 99 mg/dl)] on (B)(6) 2021: 105 mg/dl. [Blood potassium ( 3.5- 5.1 meq/l)] on (B)(6) 2021: 4.1 meq/l. [Blood pressure measurement] on (B)(6) 2016: 110x80 mmhg and 110x80 mmhg; on (B)(6) 2021: 130x60 mmhg (7:00), 120x60 mmhg (15:40), 130x70 mmhg (18:00) and 100x60 mmhg (5:15); on (B)(6) 2021: 110x70 mmhg (22:20). [Blood sodium ( 136- 145 meq/l)] on (B)(6) 2021: 138 meq/l. [Blood thromboplastin] on (B)(6) 2021: 1.0. [Blood triglycerides] on (B)(6) 2021: 75 mg/dl. [Blood urea ( 13- 43 mg/dl)] on (B)(6) 2021: 23 mg/dl. [Blood uric acid ( 2.3- 6.6 mg/dl)] on (B)(6) 2021: 3.1 mg/dl. [Body temperature ( 25- 37.2 degrees celsius)] on (B)(6) 2016: 35.8 degrees celsius and 36.2 degrees celsius; on (B)(6) 2021: 36.4 degrees celsius, 36.2 degrees celsius, 36.2 degrees celsius and 36.10 degrees celsius; on (B)(6) 2021: 36.2 degrees celsius. [C-reactive protein (< 5 mg/dl)] on (B)(6) 2021: 1.07 mg/dl. [Chest x-ray] on (B)(6) 2021: expanded and transparent lungs. Pervious costophrenic seals. Cardiac silhouette within normal limits. [Electrocardiogram] on (B)(6) 2021: normal. [Eosinophil count] on (B)(6) 2021: 74. [Eosinophil percentage ( 1- 5 %)] on (B)(6) 2021: 1 %. [Gamma-glutamyltransferase (< 55 u/l)] on (B)(6) 2021: 25 u/l. [Haematocrit ( 34.5- 45 %)] on (B)(6) 2021: 35.4 %. [Haemoglobin ( 12.2- 14.8 g/dl)] on (B)(6) 2021: 11.8 g/dl. [Heart rate ( 60- 100 beats/min)] on (B)(6) 2016: 80 beats/min and 80 beats/min; on (B)(6) 2021: 91 beats/min, 82 beats/min, 89 beats/min and 83 beats/min; on (B)(6) 2021: 87 beats/min. [Hepatitis b e antibody] on (B)(6) 2021: not reactive. [Hepatitis c antibody] on (B)(6) 2021: not reactive. [High density lipoprotein] on (B)(6) 2021: 84 mg/dl. [Histology] on (B)(6) 2016: right and left tube with no histhological particularities. [Hiv antibody] on (B)(6) 2021: not reactive. [Human chorionic gonadotropin] on (B)(6) 2016: negative; on (B)(6) 2016: negative; on (B)(6) 2021: negative; on (B)(6) 2021: negative. [International normalised ratio] on (B)(6) 2021: 0.92. [Low density lipoprotein] on (B)(6) 2021: 165 mg/dl. [Lymphocyte count] on (B)(6) 2021: 2146. [Lymphocyte percentage ( 20- 45 %)] on (B)(6) 2021: 28 %. [Mean cell haemoglobin ( 23.8- 33.4 pg)] on (B)(6) 2021: 23.8 pg. [Mean cell haemoglobin concentration ( 31.9- 36 g/dl)] on (B)(6) 2021: 28.2 g/dl. [Mean cell volume ( 80- 99.9 fl)] on (B)(6) 2021: 85 fl. [Metamyelocyte percentage ( 0- 0 %)] on (B)(6) 2021: 0 %. [Monocyte count] on (B)(6) 2021: 518. [Myelocyte percentage ( 0- 0 %)] on (B)(6) 2021: 0 %. [Neutrophil count] on (B)(6) 2021: 4366. [Neutrophil percentage ( 40- 75 %)] on (B)(6) 2021: 59 %. [Oxygen saturation] on (B)(6) 2016: 99 %. [Pathology test] on (B)(6) 2021: material: a) right horn. B) left tube. Macroscopy: a) right tube: right uterine tube measuring 2.5 x 0.7 cm with smooth and shiny serosa. When cut, it displays virtual light. B) left fallopian tube: left fallopian tube measuring 2.3 x 0.8 cm with smooth and shiny serosa. When cut, it exhibits virtual light. Conclusion: a and b - right and left tubes without histological particularities. [Platelet count ( 150000- 450000 mm3)] on (B)(6) 2021: 277000 mm3. [Prothrombin time] on (B)(6) 2021: 94.4. [Red blood cell count ( 3.6- 5.0 10 thousand per microlitre)] on (B)(6) 2021: 4.96 10 thousand per microlitre. [Red cell distribution width] on (B)(6) 2021: 13.4 %. [Respiratory rate ( 12- 22 breaths per minute)] on (B)(6) 2016: 18 breaths per minute and 20 breaths per minute; on (B)(6) 2021: 17 breaths per minute, 17 breaths per minute, 17 breaths per minute and 17 breaths per minute; on (B)(6) 2021: 18 breaths per minute. [Smear test] on (B)(6) 2021: material suitability: satisfactory. Epithelium represented in the sample: squamous. Microbiology: bacilli. Conclusion: benign reactive or reparative cell changes associated with inflammation [ultrasound abdomen] on (B)(6) 2021: liver with normal dimensions, regular contour and homogeneous texture, with no evidence of focal lesions. There is no dilatation of the intra or extrahepatic bile ducts. The bile duct has normal caliber. The gallbladder is normal distended, with thin walls, without calculi. Homogeneous spleen with normal volume, pancreas with anatomical appearance. Kidneys with normal topography and dimensions, with preserved parenchymal-sinus dissociation, without signs of pyelocalyceal dilation and/or calculi with ultrasound expression. Abdominal aorta, vena cava and other elements of the retroperitoneum without ultrasound changes. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes inside. Note: intense intestinal meteorism [ultrasound scan vagina] on (B)(6) 2021: uterus in mid-verse flexion, with a regular outline and heterogeneous texture, with a decrease in myometrial diffuse echogenicity uterus measurements: 76 x 52 x 38 mm, vol: 81 cm3. Endometrium measuring 7.0 mm thick. Ovaries of normal shape, volume and texture. Right ovary measuring 29 x 19 mm. Left ovary measuring 29 x 18 mm. There is no evidence of free fluid in the posterior cul-de-sac. Note: presence of bilaterally implanted essure device. [Urine analysis] on (B)(6) 2021: slightly cloudy appearance (reference clear). Color light yellow (reference yellow). Density 1005 (reference 1.01 ¿ 1.030). Volume 30. Ph 6.4 (reference 5 - 6.5). Absent protein (absent reference). Absent ketones (absent reference). Absent glucose (negative reference). Absent hemoglobin (negative reference). Cel. Some epitheliums (reference 0 ¿ 3 per field). Pyocytes 1-3 ((reference 0 ¿ 3 per field). Red blood cells 0-2 (reference 0 ¿ 3 per field). Cylinders absent ( absent reference). Absent crystals (absent reference). Rare mucus filaments (absent reference). Discrete bacterial flora (absent reference). Negative nitrite (absent reference). [Very low density lipoprotein] on (B)(6) 2021: 15 mg/dl. [White blood cell count ( 3500- 12000 mm3)] on (B)(6) 2021: 7400 mm3. Concerning the injuries reported in this case, the following ones were described in patient medical records heavy menstrual bleeding, lower abdominal pain, breast pain, pelvic pain, back pain, pain in lower extremities, dysmenorrhea, hair loss. Lot number:d40621. Manufacture date:2014-12. Expiration date: 2017-12. Lot number:d40621. Manufacture date:2014-12. Expiration date: 2017-12. . Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain after essure placement [pelvic pain female] headache after essure placement [headache] complication of device insertion [complication of device insertion] back pain after essure placement [back pain] heavy menstrual bleeding with clots after essure placement [bleeding menstrual heavy] intense colic after essure placement [abdominal pain lower] pain in lower limbs after essure placement [pain of lower extremities] dyspareunia after essure placement [painful intercourse] hair loss after essure placement [hair loss] tiredness after essure placement [tiredness] sleep excessive after essure placement [sleep excessive] mastalgia [breast pain female] dysmenorrhea [dysmenorrhea] abdominal pain after salpingectomy on (B)(6) 2021 [post procedural pain] allergic reactions to nickel in its composition [nickel allergy] abnormal bleeding [genital bleeding] perforation of internal organs [perforation of organ] gynecological complications [female reproductive tract disorder]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain after essure placement") and perforation ("perforation of internal organs") in a 40 year-old female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("complication of device insertion" in (B)(6) 2016). The patient had a medical history of menarche (at 12 years old) in 1993 and anxiety, gravida ii (vaginal delivery 2), multi gravida and caesarean section (caesarian delivery 1). Medical history denies colics, breast pain and pms. Denies other diseases and allergies. Previously administered products included: medroxiprogesterona [medroxyprogesterone] and metildopa. Concurrent conditions were listed as hypertension (during anxiety) since 2011 as well as smoker (1 cigarette) and heavy menstrual bleeding. Concomitant products included fentanila (fentanyl citrate) on (B)(6) 2021, dipirona [metamizole sodium] on (B)(6) 2021, cetoprofeno [ketoprofen] on 01-dec-2021, bromoprida (bromopride) since (B)(6) 2021, ibuprofeno for preoperative care since 06-oct-2016, diazepan (diazepam) for preoperative care since (B)(6) 2016, midazolam, losartana potassica (losartan potassium) for hypertension, hidroclorotiazida (hydrochlorothiazide) for hypertension and clonazepam. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required), headache ("headache after essure placement"), back pain ("back pain after essure placement"), heavy menstrual bleeding ("heavy menstrual bleeding with clots after essure placement"), abdominal pain lower ("intense colic after essure placement"), pain in extremity ("pain in lower limbs after essure placement"), dyspareunia ("dyspareunia after essure placement"), alopecia ("hair loss after essure placement"), fatigue ("tiredness after essure placement") and hypersomnia ("sleep escessive after essure placement"). On (B)(6) 2021 she experienced procedural pain ("abdominal pain after salpingectomy on (B)(6) 2021"). On unknown date she experienced breast pain ("mastalgia"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("allergic reactions to nickel in its composition"), genital haemorrhage ("abnormal bleeding"), perforation (seriousness criterion medically important) and female reproductive tract disorder ("gynecological complications"). The patient was treated with surgery (essure removal on (B)(6) 2021 via bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, headache, back pain, heavy menstrual bleeding, abdominal pain lower, pain in extremity, dyspareunia, alopecia, fatigue, hypersomnia, breast pain, dysmenorrhoea, procedural pain, allergy to metals, genital haemorrhage, perforation and female reproductive tract disorder were unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, breast pain, dysmenorrhoea, dyspareunia, fatigue, female reproductive tract disorder, genital haemorrhage, headache, heavy menstrual bleeding, hypersomnia, pain in extremity, pelvic pain, perforation and procedural pain to be related to essure administration. The reporter commented: date of last menstruation before essure insertion: (B)(6) 2016, period used to last 5 days. During insertion, hypotrophic endometrium and tubal ostia visualized bilaterally. Essure placement was performed easily in both fallopian tubes, 5 coils into the right fallopian tube and 4 coils into the left fallopian tube. Patient denied to take medroxyprogesterone 150 mg as a contraception method until essure position was confirmed. Essure removal had no issues. Prescription at discharge after essure removal procedure, discharge on (B)(6) 2021 was prescribed diclofenac de potassium 50 mg, 1 tablet every 8 hours during 4 days; dipyrone 500 mg,1 tablet every 6 hours ID pain or fever; dimethicone 40 mg, 1 tablet every 8 hours during 3 days; hyoscine 10 mg, 1 tablet every 6 hours during 4 days. Even after removing the essure the plaintiff had been suffering, anguish, pain, due to the consequences of the essure procedure. The plaintiff alleges that she continues to experience the same symptoms. For this reason, he still has medical consultations and has not been discharged from the follow-up consultation unknown date: brazilian patient. The patient is the victim of damages caused by the acquisition and use of the essure contraceptive device. The patient, in good faith (as reported), chose to use the essure device as a permanent sterilization method and, over time, began to suffer a series of medical damages and adverse consequences that may have been directly caused by the use of this device. The damages include (but are not limited to): gynecological complications, allergic reactions to nickel in its composition, chronic pain, abnormal bleeding, perforation of internal organs, among others. None of the patients had unequivocal knowledge of the harm caused by the essure device due to the lack of conclusive medical opinions regarding the origin and extent of the individual harms. The patient seeks compensation for the damages (unspecified) eventually suffered. Diagnostic results (normal ranges are provided in parenthesis if available): [aspartate aminotransferase (< 35 u/l)] on 08-oct-2021: 21 u/l [basophil count] on 08-nov-2021: 0 [basophil percentage ( 0- 2 %)] on 08-nov-2021: 0 % [blood cholesterol] on 08-oct-2021: 208 mg/dl [blood creatinine] on 08-oct-2021: 8.85 mg/dl [blood glucose ( 70- 99 mg/dl)] on 08-oct-2021: 105 mg/dl [blood potassium ( 3.5- 5.1 meq/l)] on 08-nov-2021: 4.1 meq/l [blood pressure measurement] on 06-dec-2016: 110x80 mmhg and 110x80 mmhg; on 01-dec-2021: 130x60 mmhg (7:00), 120x60 mmhg (15:40), 130x70 mmhg (18:00) and 100x60 mmhg (5:15); on 02-dec-2021: 110x70 mmhg (22:20) [blood sodium ( 136- 145 meq/l)] on (B)(6) 2021: 138 meq/l [blood thromboplastin] on (B)(6) 2021: 1.0 [blood triglycerides] on (B)(6) 2021: 75 mg/dl [blood urea ( 13- 43 mg/dl)] on (B)(6) 2021: 23 mg/dl [blood uric acid ( 2.3- 6.6 mg/dl)] on (B)(6) 2021: 3.1 mg/dl [body temperature ( 25- 37.2 degrees celsius)] on (B)(6) 2016: 35.8 degrees celsius and 36.2 degrees celsius; on 01-dec-2021: 36.4 degrees celsius, 36.2 degrees celsius, 36.2 degrees celsius and 36.10 degrees celsius; on (B)(6) 2021: 36.2 degrees celsius [c-reactive protein (< 5 mg/dl)] on 08-nov-2021: 1.07 mg/dl [chest x-ray] on 11-oct-2021: expanded and transparent lungs. Pervious costophrenic seals. Cardiac silhouette within normal limits [electrocardiogram] on (B)(6) 2021: normal [eosinophil count] on 08-nov-2021: 74 [eosinophil percentage ( 1- 5 %)] on 08-nov-2021: 1 % [gamma-glutamyltransferase (< 55 u/l)] on 08-oct-2021: 25 u/l [haematocrit ( 34.5- 45 %)] on 08-nov-2021: 35.4 % [haemoglobin ( 12.2- 14.8 g/dl)] on 08-nov-2021: 11.8 g/dl [heart rate ( 60- 100 beats/min)] on 06-dec-2016: 80 beats/min and 80 beats/min; on (B)(6) 2021: 91 beats/min, 82 beats/min, 89 beats/min and 83 beats/min; on 02-dec-2021: 87 beats/min [hepatitis b e antibody] on (B)(6) 2021: not reactive [hepatitis c antibody] on 08-nov-2021: not reactive [high density lipoprotein] on 08-nov-2021: 84 mg/dl [histology] on 06-dec-2016: right and left tube with no histhological particularities [hiv antibody] on 08-nov-2021: not reactive [human chorionic gonadotropin] on 06-oct-2016: negative; on 06-dec-2016: negative; on 08-oct-2021: negative; on 01-dec-2021: negative [international normalised ratio] on 08-nov-2021: 0.92 [low density lipoprotein] on 08-nov-2021: 165 mg/dl [lymphocyte count] on 08-nov-2021: 2146 [lymphocyte percentage ( 20- 45 %)] on 08-nov-2021: 28 % [mean cell haemoglobin ( 23.8- 33.4 pg)] on (B)(6) 2021: 23.8 pg [mean cell haemoglobin concentration ( 31.9- 36 g/dl)] on (B)(6) 2021: 28.2 g/dl [mean cell volume ( 80- 99.9 fl)] on 08-nov-2021: 85 fl [metamyelocyte percentage ( 0- 0 %)] on 08-nov-2021: 0 % [monocyte count] on 08-nov-2021: 518 [myelocyte percentage ( 0- 0 %)] on 08-nov-2021: 0 % [neutrophil count] on (B)(6) -2021: 4366 [neutrophil percentage ( 40- 75 %)] on 08-nov-2021: 59 % [oxygen saturation] on 06-dec-2016: 99 % [pathology test] on 06-dec-2021: material: a) right horn. B) left tube. Macroscopy: a) right tube: right uterine tube measuring 2.5 x 0.7 cm with smooth and shiny serosa. When cut, it displays virtual light. B) left fallopian tube: left fallopian tube measuring 2.3 x 0.8 cm with smooth and shiny serosa. When cut, it exhibits virtual light. Conclusion: a and b - right and left tubes without histological particularities [platelet count ( 150000- 450000 mm3)] on 08-nov-2021: 277000 mm3 [prothrombin time] on 08-nov-2021: 94.4 [red blood cell count ( 3.6- 5.0 10 thousand per microlitre)] on 08-nov-2021: 4.96 10 thousand per microlitre [red cell distribution width] on 08-nov-2021: 13.4 % [respiratory rate ( 12- 22 breaths per minute)] on 06-dec-2016: 18 breaths per minute and 20 breaths per minute; on 01-dec-2021: 17 breaths per minute, 17 breaths per minute, 17 breaths per minute and 17 breaths per minute; on 02-dec-2021: 18 breaths per minute [smear test] on 21-jul-2021: material suitability: satisfactory epithelium represented in the sample: squamous microbiology: bacilli conclusion: benign reactive or reparative cell changes associated with inflammation [ultrasound abdomen] on (B)(6) 2021: liver with normal dimensions, regular contour and homogeneous texture, with no evidence of focal lesions. There is no dilatation of the intra or extrahepatic bile ducts. The bile duct has normal caliber. The gallbladder is normal distended, with thin walls, without calculi. Homogeneous spleen with normal volume, pancreas with anatomical appearance. Kidneys with normal topography and dimensions, with preserved parenchymal-sinus dissociation, without signs of pyelocalyceal dilation and/or calculi with ultrasound expression. Abdominal aorta, vena cava and other elements of the retroperitoneum without ultrasound changes. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes inside. Note: intense intestinal meteorism [ultrasound scan vagina] on (B)(6) 2021: uterus in mid-verse flexion, with a regular outline and heterogeneous texture, with a decrease in myometrial diffuse echogenicity uterus measurements: 76 x 52 x 38 mm, vol: 81 cm3. Endometrium measuring 7.0 mm thick. Ovaries of normal shape, volume and texture. Right ovary measuring 29 x 19 mm. Left ovary measuring 29 x 18 mm. There is no evidence of free fluid in the posterior cul-de-sac. Note: presence of bilaterally implanted essure device [urine analysis] on 08-nov-2021: slightly cloudy appearance (reference clear) color light yellow (reference yellow) density 1005 (reference 1.01 ¿ 1.030) volume (B)(4). Ph 6.4 (reference 5 - 6.5) absent protein (absent reference) absent ketones (absent reference) absent glucose (negative reference) absent hemoglobin (negative reference) cel. Some epitheliums (reference 0 ¿ 3 per field) pyocytes 1-3 ((reference 0 ¿ 3 per field) red blood cells 0-2 (reference 0 ¿ 3 per field) cylinders absent ( absent reference) absent crystals (absent reference) rare mucus filaments (absent reference) discrete bacterial flora (absent reference) negative nitrite (absent reference) [very low density lipoprotein] on 08-nov-2021: 15 mg/dl [white blood cell count ( 3500- 12000 mm3)] on (B)(6) 2021: 7400 mm3. Concerning the injuries reported in this case, the following ones were described in patient medical records heavy menstrual bleeding, lower abdominal pain, breast pain, pelvic pain, back pain, pain in lower extremities, dysmenorrhea, hair loss lot number:d40621 manufacture date:2014-12 expiration date: 2017-12 lot number:d40621 manufacture date:2014-12 expiration date: 2017-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-nov-2024: medical record received. New events perforation , genital bleeding, gynecological disorder nickel allergy added. New reporters (lawyer) added. Indication added for suspect product. Annex e & f codes updated. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain after essure placement [pelvic pain female] perforation of internal organs [perforation of organ] headache after essure placement [headache] complication of device insertion [complication of device insertion] back pain after essure placement [back pain] heavy menstrual bleeding with clots after essure placement [bleeding menstrual heavy] intense colic after essure placement [abdominal pain lower] pain in lower limbs after essure placement [pain of lower extremities] dyspareunia after essure placement [painful intercourse] hair loss after essure placement [hair loss] tiredness after essure placement [tiredness] sleep excessive after essure placement [sleep excessive] mastalgia [breast pain female] dysmenorrhea [dysmenorrhea] abdominal pain after salpingectomy on (B)(6)2021 [post procedural pain] allergic reactions to nickel in its composition [nickel allergy] abnormal bleeding [genital bleeding] gynecological complications [female reproductive tract disorder]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain after essure placement") and perforation ("perforation of internal organs") in a 40-year-old female patient who had essure inserted (lot no. D40621) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("complication of device insertion" in (B)(6) 2016). The patient had a medical history of menarche (at 12 years old) in 1993 and anxiety, gravida ii (vaginal delivery 2), multi gravida and caesarean section (caesarian delivery 1). Medical history denies colics, breast pain and pms. Denies other diseases and allergies. Previously administered products included: medroxiprogesterona [medroxyprogesterone] and metildopa. Concurrent conditions were listed as hypertension (during anxiety) since 2011 as well as smoker (1 cigarette) and heavy menstrual bleeding. Concomitant products included fentanila (fentanyl citrate) on (B)(6)2021, dipirona [metamizole sodium] on (B)(6)2021, cetoprofeno [ketoprofen] on (B)(6)2021, bromoprida (bromopride) since (B)(6)2021, ibuprofeno for preoperative care since (B)(6)2016, diazepan (diazepam) for preoperative care since (B)(6)2016, midazolam, losartana potassica (losartan potassium) for hypertension, hidroclorotiazida (hydrochlorothiazide) for hypertension and clonazepam. On (B)(6)2016, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required), headache ("headache after essure placement"), back pain ("back pain after essure placement"), heavy menstrual bleeding ("heavy menstrual bleeding with clots after essure placement"), abdominal pain lower ("intense colic after essure placement"), pain in extremity ("pain in lower limbs after essure placement"), dyspareunia ("dyspareunia after essure placement"), alopecia ("hair loss after essure placement"), fatigue ("tiredness after essure placement") and hypersomnia ("sleep escessive after essure placement"). On (B)(6)2021 she experienced procedural pain ("abdominal pain after salpingectomy on (B)(6)2021"). On unknown date she experienced breast pain ("mastalgia"), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("allergic reactions to nickel in its composition"), genital haemorrhage ("abnormal bleeding"), perforation (seriousness criterion medically important) and female reproductive tract disorder ("gynecological complications"). The patient was treated with surgery (essure removal on (B)(6)2021 via bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, headache, back pain, heavy menstrual bleeding, abdominal pain lower, pain in extremity, dyspareunia, alopecia, fatigue, hypersomnia, breast pain, dysmenorrhoea, procedural pain, allergy to metals, genital haemorrhage, perforation and female reproductive tract disorder were unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, breast pain, dysmenorrhoea, dyspareunia, fatigue, female reproductive tract disorder, genital haemorrhage, headache, heavy menstrual bleeding, hypersomnia, pain in extremity, pelvic pain, perforation and procedural pain to be related to essure administration. The reporter commented: date of last menstruation before essure insertion: (B)(6) 2016, period used to last 5 days. During insertion, hypotrophic endometrium and tubal ostia visualized bilaterally. Essure placement was performed easily in both fallopian tubes, 5 coils into the right fallopian tube and 4 coils into the left fallopian tube. Patient denied to take medroxyprogesterone 150 mg as a contraception method until essure position was confirmed. Essure removal had no issues. Prescription at discharge after essure removal procedure, discharge on(B)(6)2021 was prescribed diclofenac de potassium 50 mg, 1 tablet every 8 hours during 4 days; dipyrone 500 mg,1 tablet every 6 hours ID pain or fever; dimethicone 40 mg, 1 tablet every 8 hours during 3 days; hyoscine 10 mg, 1 tablet every 6 hours during 4 days. Even after removing the essure the plaintiff had been suffering, anguish, pain, due to the consequences of the essure procedure. The plaintiff alleges that she continues to experience the same symptoms. For this reason, he still has medical consultations and has not been discharged from the follow-up consultation unknown date: brazilian patient. The patient is the victim of damages caused by the acquisition and use of the essure contraceptive device. The patient, in good faith (as reported), chose to use the essure device as a permanent sterilization method and, over time, began to suffer a series of medical damages and adverse consequences that may have been directly caused by the use of this device. The damages include (but are not limited to): gynecological complications, allergic reactions to nickel in its composition, chronic pain, abnormal bleeding, perforation of internal organs, among others. None of the patients had unequivocal knowledge of the harm caused by the essure device due to the lack of conclusive medical opinions regarding the origin and extent of the individual harms. The patient seeks compensation for the damages (unspecified) eventually suffered. Diagnostic results (normal ranges are provided in parenthesis if available): [aspartate aminotransferase (< 35 u/l)] on (B)(6)2021: 21 u/l [basophil count] on (B)(6)2021: 0 [basophil percentage (0- 2 %)] on (B)(6)2021: 0 % [blood cholesterol] on (B)(6)2021: 208 mg/dl [blood creatinine] on (B)(6)2021: 8.85 mg/dl [blood glucose (70- 99 mg/dl)] on (B)(6)2021: 105 mg/dl [blood potassium (3.5- 5.1 meq/l)] on (B)(6)2021: 4.1 meq/l [blood pressure measurement] on (B)(6)2016: 110x80 mmhg and 110x80 mmhg; on (B)(6)2021: 130x60 mmhg (7:00), 120x60 mmhg (15:40), 130x70 mmhg (18:00) and 100x60 mmhg (5:15); on (B)(6)2021: 110x70 mmhg (22:20) [blood sodium (136- 145 meq/l)] on (B)(6)2021: 138 meq/l [blood thromboplastin] on (B)(6)2021: 1.0 [blood triglycerides] on (B)(6)2021: 75 mg/dl [blood urea (13- 43 mg/dl)] on (B)(6)2021: 23 mg/dl [blood uric acid (2.3- 6.6 mg/dl)] on (B)(6)2021: 3.1 mg/dl [body temperature (25- 37.2 degrees celsius)] on (B)(6)2016: 35.8 degrees celsius and 36.2 degrees celsius; on (B)(6)2021: 36.4 degrees celsius, 36.2 degrees celsius, 36.2 degrees celsius and 36.10 degrees celsius; on (B)(6)2021: 36.2 degrees celsius [c-reactive protein (< 5 mg/dl)] on (B)(6)2021: 1.07 mg/dl [chest x-ray] on (B)(6)2021: expanded and transparent lungs. Pervious costophrenic seals. Cardiac silhouette within normal limits [electrocardiogram] on (B)(6)2021: normal [eosinophil count] on (B)(6)2021: 74 [eosinophil percentage (1- 5 %)] on (B)(6)2021: 1 % [gamma-glutamyltransferase (< 55 u/l)] on (B)(6)2021: 25 u/l [haematocrit (34.5- 45 %)] on (B)(6)2021: 35.4 % [haemoglobin (12.2- 14.8 g/dl)] on (B)(6)2021: 11.8 g/dl [heart rate (60- 100 beats/min)] on (B)(6)2016: 80 beats/min and 80 beats/min; on (B)(6)2021: 91 beats/min, 82 beats/min, 89 beats/min and 83 beats/min; on (B)(6)2021: 87 beats/min [hepatitis b e antibody] on (B)(6)2021: not reactive [hepatitis c antibody] on (B)(6)2021: not reactive [high density lipoprotein] on (B)(6)2021: 84 mg/dl [histology] on (B)(6)2016: right and left tube with no histological particularities [hiv antibody] on (B)(6)2021: not reactive [human chorionic gonadotropin] on (B)(6)2016: negative; on (B)(6)2016: negative; on (B)(6)2021: negative; on (B)(6)2021: negative [international normalised ratio] on (B)(6)2021: 0.92 [low density lipoprotein] on (B)(6)2021: 165 mg/dl [lymphocyte count] on (B)(6)2021: 2146 [lymphocyte percentage (20- 45 %)] on (B)(6)2021: 28 % [mean cell haemoglobin (23.8- 33.4 pg)] on (B)(6)2021: 23.8 pg [mean cell haemoglobin concentration (31.9- 36 g/dl)] on (B)(6)2021: 28.2 g/dl [mean cell volume (80- 99.9 fl)] on (B)(6)2021: 85 fl [metamyelocyte percentage (0- 0 %)] on (B)(6)2021: 0 % [monocyte count] on (B)(6)2021: 518 [myelocyte percentage (0- 0 %)] on (B)(6)2021: 0 % [neutrophil count] on (B)(6)2021: 4366 [neutrophil percentage (40- 75 %)] on (B)(6)2021: 59 % [oxygen saturation] on (B)(6)2016: 99 % [pathology test] on (B)(6)2021: material: a) right horn. B) left tube. Macroscopy: a) right tube: right uterine tube measuring 2.5 x 0.7 cm with smooth and shiny serosa. When cut, it displays virtual light. B) left fallopian tube: left fallopian tube measuring 2.3 x 0.8 cm with smooth and shiny serosa. When cut, it exhibits virtual light. Conclusion: a and b - right and left tubes without histological particularities [platelet count (150000- 450000 mm3)] on (B)(6)2021: 277000 mm3 [prothrombin time] on (B)(6)2021: 94.4 [red blood cell count (3.6- 5.0 10 thousand per microlitre)] on (B)(6)2021: 4.96 10 thousand per microlitre [red cell distribution width] on (B)(6)2021: 13.4 % [respiratory rate (12- 22 breaths per minute)] on (B)(6)2016: 18 breaths per minute and 20 breaths per minute; on (B)(6)2021: 17 breaths per minute, 17 breaths per minute, 17 breaths per minute and 17 breaths per minute; on (B)(6)2021: 18 breaths per minute [smear test] on (B)(6)2021: material suitability: satisfactory epithelium represented in the sample: squamous microbiology: bacilli conclusion: benign reactive or reparative cell changes associated with inflammation [ultrasound abdomen] on (B)(6)2021: liver with normal dimensions, regular contour and homogeneous texture, with no evidence of focal lesions. There is no dilatation of the intra or extrahepatic bile ducts. The bile duct has normal caliber. The gallbladder is normal distended, with thin walls, without calculi. Homogeneous spleen with normal volume, pancreas with anatomical appearance. Kidneys with normal topography and dimensions, with preserved parenchymal-sinus dissociation, without signs of pyelocalyceal dilation and/or calculi with ultrasound expression. Abdominal aorta, vena cava and other elements of the retroperitoneum without ultrasound changes. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes inside. Note: intense intestinal meteorism [ultrasound scan vagina] on (B)(6)2021: uterus in mid-verse flexion, with a regular outline and heterogeneous texture, with a decrease in myometrial diffuse echogenicity uterus measurements: 76 x 52 x 38 mm, vol: 81 cm3. Endometrium measuring 7.0 mm thick. Ovaries of normal shape, volume and texture. Right ovary measuring 29 x 19 mm. Left ovary measuring 29 x 18 mm. There is no evidence of free fluid in the posterior cul-de-sac. Note: presence of bilaterally implanted essure device [urine analysis] on (B)(6)2021: slightly cloudy appearance (reference clear) color light yellow (reference yellow) density 1005 (reference 1.01 ¿ 1.030) volume 30 ph 6.4 (reference 5 - 6.5) absent protein (absent reference) absent ketones (absent reference) absent glucose (negative reference) absent hemoglobin (negative reference) cel. Some epitheliums (reference 0 ¿ 3 per field) pyocytes 1-3 ((reference 0 ¿ 3 per field) red blood cells 0-2 (reference 0 ¿ 3 per field) cylinders absent (absent reference) absent crystals (absent reference) rare mucus filaments (absent reference) discrete bacterial flora (absent reference) negative nitrite (absent reference) [very low-density lipoprotein] on (B)(6)2021: 15 mg/dl [white blood cell count (3500- 12000 mm3)] on (B)(6)2021: 7400 mm3 concerning the injuries reported in this case, the following ones were described in patient medical records heavy menstrual bleeding, lower abdominal pain, breast pain, pelvic pain, back pain, pain in lower extremities, dysmenorrhea, hair loss lot number: d40621 manufacture date:2014-12 expiration date: 2017-12 lot number: d40621 manufacture date:2014-12 expiration date: 2017-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-nov-2024: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain after essure placement") in a 40 year-old female patient who had essure inserted (lot no. D40621). Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("complication of device insertion" in (B)(6) 2016). The patient had a medical history of menarche (at 12 years old) in 1993 and anxiety, vaginal delivery (vaginal delivery 2), multi gravida and caesarean section (casesarian delivery 1). Medical history denies colics, breast pain and pms. Previously administered products included: medroxiprogesterona [medroxyprogesterone]. Concurrent conditions were listed as smoker (1 cigarette), heavy menstrual bleeding and hypertension (during anxiety). Concomitant products included fentanila (fentanyl citrate) on (B)(6) 2021, dipirona [metamizole sodium] on (B)(6) 2021, cetoprofeno [ketoprofen] on (B)(6) 2021, bromoprida (bromopride) since (B)(6) 2021, ibuprofeno for preoperative care since (B)(6) 2016, diazepan (diazepam) for preoperative care since (B)(6) 2016, midazolam, losartana potassica (losartan potassium) for hypertension, hidroclorotiazida (hydrochlorothiazide) for hypertension and clonazepam. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required), headache ("headache after essure placement"), back pain ("back pain after essure placement"), heavy menstrual bleeding ("heavy menstrual bleeding with clots after essure placement"), abdominal pain lower ("intense colic after essure placement"), pain in extremity ("pain in lower limbs after essure placement"), dyspareunia ("dyspareunia after essure placement"), alopecia ("hair loss after essure placement"), fatigue ("tiredness after essure placement") and hypersomnia ("sleep escessive after essure placement"). On (B)(6) 2021 she experienced procedural pain ("abdominal pain after salpingectomy on (B)(6) 2021"). An unknown time later she experienced breast pain ("mastalgia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal on (2021 via bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, headache, back pain, heavy menstrual bleeding, abdominal pain lower, pain in extremity, dyspareunia, alopecia, fatigue, hypersomnia, breast pain, dysmenorrhoea and procedural pain were unknown. The reporter considered abdominal pain lower, alopecia, back pain, breast pain, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypersomnia, pain in extremity, pelvic pain and procedural pain to be related to essure administration. The reporter commented: essure placement was performed easily in both fallopian tubes, 5 coils into the right fallopian tube and 4 coils into the left falopian tube. Prescription at discharge after essure removal procedure, discharge on (B)(6) 2021 was prescribed diclofenaco de potassium 50 mg, 1 tablet every 8 hours during 4 days; dipirona 500 mg,1 tablet every 6 hours ID pain or fever; dimeticona 40 mg, 1 tablet every 8 hours during 3 days; hioscina 10 mg, 1 tablet every 6 hours during 4 days. Even after removing the essure the plaintiff had been suffering, anguish, pain, due to the consequences of the essure procedure. The plaintiff alleges that she continues tso experience the same symptoms. For this reason, he still has medical consultations and has not been discharged from the follow-up consultation. Diagnostic results (normal ranges are provided in parenthesis if available): [aspartate aminotransferase (< 35 u/l)] on (B)(6) 2021: 21 u/l. [Basophil count] on (B)(6) 2021: 0. [Basophil percentage ( 0- 2 %)] on (B)(6) 2021: 0 %. [Blood cholesterol] on (B)(6) 2021: 208 mg/dl. [Blood creatinine] on (B)(6) 2021: 8.85 mg/dl. [Blood glucose ( 70- 99 mg/dl)] on (B)(6) 2021: 105 mg/dl. [Blood potassium ( 3.5- 5.1 meq/l)] on (B)(6) 2021: 4.1 meq/l. [Blood pressure measurement] on (B)(6) 2016: 110x80 mmhg and 110x80 mmhg; on (B)(6) 2021: 130x60 mmhg (7:00), 120x60 mmhg (15:40), 130x70 mmhg (18:00) and 100x60 mmhg (5:15); on (B)(6) 2021: 110x70 mmhg (22:20). [Blood sodium ( 136- 145 meq/l)] on (B)(6) 2021: 138 meq/l. [Blood thromboplastin] on(B)(6) 2021: 1.0. [Blood triglycerides] on (B)(6) 2021: 75 mg/dl. [Blood urea ( 13- 43 mg/dl)] on (B)(6) 2021: 23 mg/dl. [Blood uric acid ( 2.3- 6.6 mg/dl)] on (B)(6) 2021: 3.1 mg/dl. [Body temperature ( 25- 37.2 degrees celsius)] on (B)(6) 2016: 35.8 degrees celsius and 36.2 degrees celsius; on (B)(6) 2021: 36.4 degrees celsius, 36.2 degrees celsius, 36.2 degrees celsius and 36.10 degrees celsius; on (B)(6) 2021: 36.2 degrees celsius. [C-reactive protein (< 5 mg/dl)] on (B)(6) 2021: 1.07 mg/dl. [Chest x-ray] on (B)(6) 2021: expanded and transparent lungs. Pervious costophrenic seals. Cardiac silhouette within normal limits. [Electrocardiogram] on (B)(6) 2021: normal. [Eosinophil count] on (B)(6) 2021: 74. [Eosinophil percentage ( 1- 5 %)] on (B)(6) 2021: 1 %. [Gamma-glutamyltransferase (< 55 u/l)] on (B)(6) 2021: 25 u/l. [Haematocrit ( 34.5- 45 %)] on(B)(6) 2021: 35.4 %. [Haemoglobin ( 12.2- 14.8 g/dl)] on (B)(6) 2021: 11.8 g/dl. [Heart rate ( 60- 100 beats/min)] on (B)(6) 2016: 80 beats/min and 80 beats/min; on (B)(6) 2021: 91. Beats/min, 82 beats/min, 89 beats/min and 83 beats/min; on (B)(6) 2021: 87 beats/min. [Hepatitis b e antibody] on (B)(6) 2021: not reactive. [Hepatitis c antibody] on (B)(6) 2021: not reactive. [High density lipoprotein] on (B)(6) 2021: 84 mg/dl. [Hiv antibody] on (B)(6) 2021: not reactive. [Human chorionic gonadotropin] on (B)(6) 2016: negative; on (B)(6) 2021: negative; on (B)(6) 2021: negative. [International normalised ratio] on (B)(6) 2021: 0.92. [Low density lipoprotein] on (B)(6) 2021: 165 mg/dl. [Lymphocyte count] on (B)(6) 2021: 2146. [Lymphocyte percentage ( 20- 45 %)] on (B)(6) 2021: 28 %. [Mean cell haemoglobin ( 23.8- 33.4 pg)] on (B)(6) 2021: 23.8 pg. [Mean cell haemoglobin concentration ( 31.9- 36 g/dl)] on (B)(6) 2021: 28.2 g/dl. [Mean cell volume ( 80- 99.9 fl)] on (B)(6) 2021: 85 fl. [Metamyelocyte percentage ( 0- 0 %)] on (B)(6) 2021: 0 %. [Monocyte count] on (B)(6) 2021: 518. [Myelocyte percentage ( 0- 0 %)] on (B)(6) 2021: 0 %. [Neutrophil count] on (B)(6) 2021: 4366. [Neutrophil percentage ( 40- 75 %)] on (B)(6) 2021: 59 %. [Oxygen saturation] on (B)(6) 2016: 99 %. [Pathology test] on (B)(6) 2021: material: a) right horn. B) left tube. Macroscopy: a) right tube: right uterine tube measuring 2.5 x 0.7 cm with smooth and shiny serosa. When cut, it displays virtual light. B) left fallopian tube: left fallopian tube measuring 2.3 x 0.8 cm with smooth and shiny serosa. When cut, it exhibits virtual light. Conclusion: a and b - right and left tubes without histological particularities. [Platelet count ( 150000- 450000 mm3)] on (B)(6) 2021: 277000 mm3. [Prothrombin time] on (B)(6) 2021: 94.4. [Red blood cell count ( 3.6- 5.0 10 thousand per microlitre)] on (B)(6) 2021: 4.96 10 thousand per microlitre. [Red cell distribution width] on (B)(6) 2021: 13.4 % [respiratory rate ( 12- 22 breaths per minute)] on (B)(6) 2016: 18 breaths per minute and 20 breaths per minute; on (B)(6) 2021: 17 breaths per minute, 17 breaths per minute, 17. Breaths per minute and 17 breaths per minute; on (B)(6) 2021: 18 breaths per minute. [Smear test] on (B)(6) 2021: material suitability: satisfactory. Epithelium represented in the sample: squamous. Microbiology: bacilli. Conclusion: benign reactive or reparative cell changes associated with inflammation [ultrasound abdomen] on (B)(6) 2021: liver with normal dimensions, regular contour and homogeneous texture, with no evidence of focal lesions. There is no dilatation of the intra or extrahepatic bile ducts. The bile duct has normal caliber. The gallbladder is normal distended, with thin walls, without calculi. Homogeneous spleen with normal volume, pancreas with anatomical appearance. Kidneys with normal topography and dimensions, with preserved parenchymal-sinus dissociation, without signs of pyelocalyceal dilation and/or calculi with ultrasound expression. Abdominal aorta, vena cava and other elements of the retroperitoneum without ultrasound changes. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes inside. Note: intense intestinal meteorism [ultrasound scan vagina] on (B)(6) 2021: uterus in mid-verse flexion, with a regular outline and heterogeneous texture, with a decrease in myometrial diffuse echogenicity uterus measurements: 76 x 52 x 38 mm, vol: 81 cm3. Endometrium measuring 7.0 mm thick. Ovaries of normal shape, volume and texture. Right ovary measuring 29 x 19 mm. Left ovary measuring 29 x 18 mm. There is no evidence of free fluid in the posterior cul-de-sac. Note: presence of bilaterally implanted essure device. [Urine analysis] on (B)(6) 2021: slightly cloudy appearance (reference clear). Color light yellow (reference yellow). Density 1005 (reference 1.01 ¿ 1.030). Volume 30. Ph 6.4 (reference 5 - 6.5). Absent protein (absent reference). Absent ketones (absent reference). Absent glucose (negative reference). Absent hemoglobin (negative reference). Cel. Some epitheliums (reference 0 ¿ 3 per field). Pyocytes 1-3 ((reference 0 ¿ 3 per field). Red blood cells 0-2 (reference 0 ¿ 3 per field). Cylinders absent ( absent reference). Absent crystals (absent reference). Rare mucus filaments (absent reference). Discrete bacterial flora (absent reference). Negative nitrite (absent reference). [Very low density lipoprotein] on (B)(6) 2021: 15 mg/dl. [White blood cell count ( 3500- 12000 mm3)] on(B)(6) 2021: 7400 mm3. Concerning the injuries reported in this case, the following ones were described in patient medical records heavy menstrual bleeding, lower abdominal pain, breast pain, pelvic pain, back pain, pain in lower extremities, dysmenorrhea, hair loss. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: primary's reporter address updated, new lawyer's, physician, reporters patient's details, medical history, historical drug, lab data, essure stop date, batch number, concomitant products, previous adverse event adverse reaction was updated to pelvic pain female, new events headache, female, back pain, heavy menstrual bleeding, abdominal pain lower, pain of lower extremities, painful intercourse, hair loss, tiredness, sleep excessive, breast pain female, post procedural pain, dysmenorrhea, seriousness updated from non-serious to serious-incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.